Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a hypoglycemic event occurred. The patient stated she was in her bathroom, getting ready to take a shower when her blood glucose dropped resulting in bruises on her arms, legs and buttocks. The continuous glucose monitor (cgm) did not alert her that her blood glucose (bg) was low; however, it displayed sensor error. She was unable to call emergency medical services (ems), she drank some soda, stayed alert long enough to drink more soda so she could stand. Once standing, she was able to each sugar. At the time of contact, the patient felt tired. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.